Event description:
Information received by medtronic indicated that the battery compartment of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black, customer complained about the unit having a crack on the battery area on event date of (B)(6) 2021. On a previous case, case-(B)(4), the customer complained about an unexpected battery power loss on event date of (B)(6) 2021. The history download was successful using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification. Unit passed displacement test and active current measurement and selftest. Unit received with high sleep current measurement, swapped pcba 1 with a good pcba 1 and the current was in specification. There was a low battery alert in the history download on (B)(6) 2021 18:46:00.000 but it was not unexpected. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, missing display window cover, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Corrosion on force sensor assembly, moisture damage on motor assembly, moisture damage on lcd assembly, moisture damage on pcba 1 and moisture damage on pcba2. Unit was confirmed for cracked case at belt clip rail corner. Unit was confirmed for an unexpected battery power loss anomaly which was a high sleep current measurement due to moisture damage on pcba 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.